Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Minor physical damage. Force sensor bridge test found in pump event history log. Power up test were unable to duplicate the reported problem. Broken screw boss in left plunger case which is causing the force sensor bridge test error intermittently. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced left plunger case.

Event description:
It was reported that the device was presenting with an alarm. No patient injury was reported.